Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a clinical staff engineer r&d, and the reviewer stated, ¿one fluoroscopic still image and one echocardiographic video of the reported clip were provided. Both the fluoro image and echo video were taken post deployment in which the implanted clip can be visualized; there is no cds or sgc in view. The clip presents similarly in the fluoro image and echo video, with a clip arm angle of ~45° which aligns with the reported incident detail that the clip was observed to be at "48 degrees at the time of hemostasis after removing the sgc". No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image or video provided.¿

Event description:
This will be filed to report a clip that opened while locked. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. After the clip was deployed the clip was noted to open from 20 degrees to 48 degrees. Due to lack of space, no additional clips were implanted and the procedure was concluded with a resulting mr of grade 2+. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the supplied images/cine, the information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account was further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿one (1) fluoroscopic still image and one (1) echocardiographic video of the reported clip were provided. Both the fluoro image and echo video were taken post deployment in which the implanted clip can be visualized; there is no cds or sgc in view. The clip presents similarly in the fluoro image and echo video, with a clip arm angle of ~45° which aligns with the reported incident detail that the clip was observed to be at "48 degrees at the time of hemostasis after removing the sgc". No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image or video provided.¿ addendum to original cine evaluation for the additional images was received from abbott senior staff clinical engineer (a. Wing). The reviewer stated that ¿additional cine for this incident was received on 06october2023 in which two (2) fluoroscopic still images and two (2) echocardiographic still images were provided. The first fluoro image titled "clip cine 1" was taken pre-deployment (mechanical separation) as the clip can be visualized attached to the l-lock shaft of the delivery catheter (dc). The clip orientation relative to the fluoro view is angulated such that the clip arm plane cannot be directly visualized, and the clip arms are overlapping with the l-lock shaft, making clip arm angle assessment difficult. The clip arm angle appears to be ~20° - 30° based on the proximity of the clip arm tips to the l-lock shaft. The clip arm angle appears to be ~10° - 20° based on the proximity of the clip arm tips to the l-lock shaft indicating the clip was in the fully closed position per the instructions for use prior to deployment. The second fluoro image titled "clip cine 2" was taken post deployment with only the deployed clip in view. The orientation of both the clip and tee probe has changed, as compared to the pre-deployment image, indicating the position of the fluoroscopic c-arm likely changed. This resulted in a different viewing vantage point of the clip such that the clip arm angle is more visualized compared to the first image. In the second image, the clip arm angle of the deployed clip appears to be ~35° - 40° with a larger tip-to-tip distance compared to the pre-deployment image. While the angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, there is an apparent clip arm angle change post deployment. Both echo still images were taken post deployment and provide similar lvot views of the clip in which the clip arm angle appears to be consistent with the post deployment fluoro image (~35° - 40°). There are no additional observations based on the images provided.¿